Manufacturer narrative:
No patient involvement. Additional product codes: hrs, jds. Device was received damaged and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two deliveries were received containing empty device product packages on (B)(6) 2018. The first package from ups noted a missing locking compression plate (lcp) plate, the package was sealed on one end but unsealed on the other end. A device insert was enclosed in the package. Reportedly, indentations of a plate appeared on the package. The second package noted a missing two (2) cortex screws and a device inserts from each product. The box was sealed on both ends. Both ups shipper box was received intact. There is no patient involvement. This report is for one (1) 3.5mm cortex screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 204.814, lot h607297: manufacturing location: monument. Manufacturing date: april 02, 2018. Work order traveler met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued for packaging met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the package was found to be sealed on both ends however the screw was missing. This agrees with the reported condition. The relevant drawings were reviewed during investigation. It was determined that the screw was missing from the sealed packaging and there is no evidence of tampering with the package. Dimensional inspection is not relevant to the complaint condition. The issue was determined to be related to a manufacturing issue. As the issue was determined to be related to a manufacturing issue, further investigation will not be conducted. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.